Event description:
It was reported that an asymptomatic patient presented to the clinic for a normal follow up. Externalized conductors were noted. The lead was tested and high capture threshold was detected. Physician will monitor patient with routine follow ups.

Event description:
New information notes that the threshold continued to increase and an increase in pacing lead impedance was observed. Decrease in sensing was also noted. Isometrics and x-rays were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.